Manufacturer narrative:
The lens was returned adhered by solution to the non-serialized side of the lens case lid. Solution is dried on the lens. Both haptics were slightly bent in the gusset area. One haptic is bent in the distal area pressed against a lens case lid rail. The lens was removed from the lens case lid and was cleaned with lphse for further evaluation. Once the lphse was administered, the haptics returned back to their normal shape. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No lens damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. A bent haptic was observed. The product investigation could not identify a root cause for the reported lens damage. The lens was returned pressed over a rail of the non-serialized side of the lens case lid. The lens was removed from the lens case lid and was cleaned with lphse for further evaluation. Once the lphse was administered the haptics returned back to their normal shape. The reported scratch was not observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The product investigation could not identify a root cause for the reported ¿lens loading difficulties¿. Not enough information was provided to determine if a qualified product combination was used. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) bent while loading and a scratch is noted. The procedure was completed with a new iol. There was no patient contact.